Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was observed to rotate independently of the glass and metal tip. It is not known how the procedure was completed. No additional information was provided. There was no injury reported.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber's glass caps was found to be detached; the fiber broken proximal to the glue zone. The glass cap was not returned with the product. There was no indication or report of any part of the device remaining inside the pt. The identified issue could result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.